Manufacturer narrative:
(B)(4). Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose (B)(6) 2017 in the morning with 240 mg/dl blood glucose reading. Customer was hospitalization because the insulin pump was not working normal. Customer was not feeling good and felt nauseous. Customer was treated with apedra. Customer current blood glucose reading was 240 mg/dl. Customer blood glucose at the time of the incident was unknown. Customer also had 250 mg/dl blood glucose reading. Customer was wearing the pump at time of hospitalization. Customer felt ok to troubleshoot but did not completed troubleshooting for high blood glucose reading. Customer stated they had no issue with air bubbles or occlusion. The bolus was delivering normal. The customer was concerned about her health status. Insulin pump was returned for analysis.